Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the micropuncture transitionless stiffened cannula access set hub detached from the catheter upon removal during an unspecified procedure. The physician first "pushed" the catheter of the micropuncture transitionless stiffened cannula access set, and then the wire of the micropuncture transitionless stiffened cannula access set into the access site. However, the physician experienced difficulty upon removing the catheter portion of the device. As a result, the hub detached from the catheter. The physician then removed the catheter and the wire by removing them simultaneously, noting the patient's scarred anatomy. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The inspection of the returned device confirmed that the hub of the device was separated. Additionally, kinks were present at distances of 8.2 cm and 10.4 cm from the distal tip, and accordion damage was noted from 8.5 cm to 9 cm. Measured from the proximal end: from the point of separation up to 1.6 cm, compression was present, and the shaft appeared to have an external force applied. The hub was flushed to check for any portion of the catheter remaining in the hub. It was unclear whether there was catheter separation at the hub-catheter junction, or if a portion of the catheter remained in the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.